Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: a crack was observed in the battery compartment from the threads to the top of finger pad. Unrelated to the casing condition, the display was dim, fading, and reddish in color.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack on the battery compartment. Reportedly, there was no damage to the battery cap and the reporter denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.